Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise, low sensing, and low impedance was noted on the atrial lead. The device was programmed to vvi to resolve the issue. The patient was in stable condition.